Event description:
As reported by the patient's attorney, a precision twist® transvaginal anchor system was used during a procedure on an either (B)(6) 2003 or (B)(6) 2005. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event; it is unknown which physician was involved in the procedure: (B)(6).